Event description:
The following has been reported: during provisioning that pump alarmed on startup. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 6) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The investigation found there to be a very minor, intermittent leak, sometimes negative and sometimes positive. The issue only reproduced occasionally, making troubleshooting challenging. The nature of the leak being negative and positive indicates the leak is likely in the tank. Previous investigations point to an inadequate barb seal as a possible culprit. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.